Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the tip of the product was deformed. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The tip of the returned probe was not bent as reported. With markers attached and fully seated, the probe returned good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.